Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation determined a conclusive cause for the reported single leaflet device attachment (slda) cannot be determined. The increased mr is likely due to the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat grade 4 degenerative mitral regurgitation (mr). Two clips were implanted successfully reducing mr to 1. On (B)(6) 2019, prior to discharging the patient; echocardiogram was performed, which found that one clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda) and mr increased to 2. No additional information was provided.